Manufacturer narrative:
Reliability analysis inspected 4 opened and used enlite sensors. Reliability analysis performed visual inspection on all 4 sensors and found that 1 of the sensors had a broken cannula. The broken part of the cannula was not found. Reliability analysis was unable to confirm that the customer received the sensor in the condition they claimed due to customer returning an opened and used sensor. The three remaining sensors did not have any needle and no broken cannula was found. Reliability analysis was unable to confirm the customer's complaint against the sensor serter.

Event description:
Customer's father reported via phone call broken sensor anomaly with multiple sensors. Troubleshooting for the sensor anomaly was performed. Customer advised that all 4 sensors continued to get jammed in the serter. Customer was advised to discontinue use of the sensors and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.